Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 405cc and experienced ¿sagginess¿ on the right side and capsular contracture baker grade iii on the left side post-operatively, which was confirmed during a physical exam. The patient underwent a breast lift and capsulectomy in 2014. The patient did not undergo removal or replacement of the implants during the surgery. The patient then experienced recurrent sagginess as well as recurrent capsular contracture baker grade iii on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. This device was used in an off label manner per the IFU.